Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist found that the customer was unable to issue medication. The specialist remoted in and discovered that the item was in a rejected status. The customer was advised that the pharmacy would need to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue medication due to rxverify issues. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.